Event description:
It was reported that the patient experienced fatigue. It was noted that the right atrial (ra) lead dislodged. Twiddlers syndrome was suspected. The lead was revised and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.